Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of capture due to left ventricular lead dislodgement was observed by x-ray imaging. During the replacement procedure, it appeared the sutures around the fixation sleeve were loose resulting in an inability to fixate the lead properly. The lead was explanted and replaced and the patient was stable.